Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 4-may-2017, a technical support specialist (tss) addressed the reported event where the customer informed that they had st t4 pt failure. Customer failed 3 out of 5 samples. The lot number is q1 2017. Customer uses aab proficiencey samples. Customer just sent in her second proficiency results lot number q2 2017 and waiting for the results. For q1, tosoh passed the proficiency. Customer reported a failure work up sheet to make sure that the samples were not compromised and that the correct sample numbers were not mixed up. No further action required. The probable cause of the event was probable old substrate used during 1st proficiency test run.

Event description:
On (B)(6) 2017, a customer reported failed proficiency tests (pt) for st t4 with their aia-360 analyzer. Customer indicated proficiency test for st t4 failed for q1 samples. The customer is unable to run st t4 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting st t4 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.